Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device would not calibrate.

Event description:
It was reported that the device would not calibrate.

Manufacturer narrative:
The customer reported problem was confirmed. Physical inspection noted rear case bottom front corners cracked, sizer sensor fail pm, left iui contaminated, right iui contaminated. A review of the device history record for sn (B)(6), was performed from date of manufacture (B)(6) 2015, to the present date (B)(6) 2020, and note that this device has been returned for service 1 time without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to wear of the rear case syringe.